Manufacturer narrative:
(B)(4). The analysis results found that one pse60a device was returned with the anvil bent upwards and with an ecr60w cartridge loaded on the device fully fired. Furthermore, the device was found to have the clamping mechanism damaged. The device was tested for functionality, however, the firing mechanism was noted to be damaged making the device non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on shaft subassembly leading the knife not to move forward. One possible cause for this condition may be the exposure of cleaning solution. In addition the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No functional testing could be performed due to the condition of the device. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an open lobectomy, the closing lever did not lock and the jaws could not keep closing properly at the 6th firing though the click sound was heard. The cartridge was white. The device was used on the pulmonary artery. The device functioned as intended until the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient.